Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a balloon rupture occurred. The customer noted large amounts of blood in the helium tubing and placed a clamp on the line to help stop the blood from leaking back. The cardiosave intra-aortic balloon pump (iabp) was turned off, but they noticed the blood leaking past the clamp and they were unsure if blood reached the iabp. The decision was made to disconnect the iabp and take the patient to the cath lab for removal of the iab. The patient was noted to be stable upon departure from the cvicu. Upon follow-up several hours later, they reported that the iab was removed without issue and they did not replace it. At that time, the patient was in the or with vascular due to a possible issue with a hematoma/closure device placed after the iab removal. They feel that the iab removal was unrelated. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter, between the catheter and the sheath, and on the interior and exterior of the returned extender tubing. The returned sheath was over the catheter and partially covering the seal of the balloon. A kink was found on the catheter tubing approximately 41.4cm from the iab tip. Additionally, a portion of the extracorporeal tubing and male leur was cut from the iab and returned connected to the extender tubing. The extracorporeal tubing connected to the y-fitting was clamped. The pressure tubing was also returned and was cut. The inner lumen was observed to be occluded and was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing, and pressure tubing was performed and a leak was detected on the membrane approximately 2.0cm from the rear seal measuring 0.025 cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported that after approximately five days of intra-aortic balloon (iab) therapy, the patient was being turned when a balloon rupture occurred. It was also noted that the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. The customer noted large amounts of blood in the helium tubing and placed a clamp on the line to help stop the blood from leaking back. The iabp was turned off, but they noticed the blood leaking past the clamp and they were unsure if blood reached the iabp. The decision was made to disconnect the iabp and take the patient to the cath lab for removal of the iab. The patient was noted to be stable upon departure from the cvicu. Upon follow-up several hours later, they reported that the iab was removed without issue and they did not replace it. At that time, the patient was in the or with vascular due to a possible issue with a hematoma/closure device placed after the iab removal. They feel that the iab removal was unrelated. There was no reported injury or adverse event to the patient.